Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement in the near future. The device remains implanted. The physician is monitoring the device through the home monitoring equipment. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Although the device has not been returned for analysis, engineering review of device data confirmed that the device battery was depleting prematurely. However, despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis on the device, and recommended device replacement in the near future. The device remains implanted. The physician is monitoring the device through the home monitoring equipment. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. A technical services (t/s) consultant performed a disk analysis of the device, and recommended device replacement in the near future. The device remains implanted and in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.